Manufacturer narrative:
There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking or cell damaged/leaking. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] three heat wrap of a 4ct pack had damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported three heat wrap of a 4ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product quality complaint provided a severity ranking of s3. Additionally the group reported that: there was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking or cell damaged/leaking. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (12nov2019): new information received from product quality complaints includes: severity ranking of s3. Follow-up (18nov2019): new information received from a product quality group includes: investigation summary., comment: based on the available information, the patient reported "three heat wrap of a 4ct pack had damaged heat cells where the content leaked" (device leakage). No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] three heat wrap of a 4ct pack had damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer or other non healthcare professional received via pch-quality. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported three heat wrap of a 4ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Product quality complaint provided a severity ranking of s3. Additional information has been requested and will be provided as it becomes available. Follow-up (12nov2019): new information received from product quality complaints includes: severity ranking of s3. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported "three heat wrap of a 4ct pack had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "three heat wrap of a 4ct pack had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.

Event description:
Event verbatim [preferred term] three heat wrap of a 4ct pack had damaged heat cells where the content leaked. [Device leakage] , . Case narrative: this is a spontaneous report from a non-contactable consumer or other non healthcare professional received via pch-quality. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported three heat wrap of a 4ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported "three heat wrap of a 4ct pack had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "three heat wrap of a 4ct pack had damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.